Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp (B)(6), and the reported patient outcome could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2023, and the cause of death was not provided. Due to patient privacy laws the managing hospital would not communicate additional patient outcome information. It was reported that the device had operated as expected. An autopsy was not performed and hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. There were no device issues at the time of patient outcome. It was not provided whether or not the outcome was device or therapy related.